Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead pulled back into the right atrium and dislodged. A lead revision was done and it remains in use. There were no reported patient complications as a result of this event.